Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother called for assistance uploading the insulin pump. It was also stated that the customer went to the emergency room due to high blood glucose and ketones, but was not admitted. However, the customer did receive treatment. Nothing further was reported.